Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).the device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, (B)(4) on the 12th june 2012. The history log for this device showed that the pad-pak was first installed on the 23rd september 2012 and that it had performed to specification up to the (B)(4) 2017. Upon receipt of the device, evidence of corrosion was observed on the usb contact collars. The device was disassembled to investigate. The membrane tail was removed from the connector and evidence of corrosion was observed on tracks of the membrane tail. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Green status indicator stays lit.